Manufacturer narrative:
Initial.

Event description:
It was reported that the patient observed fluid leaking from the connector during a supply change despite following proper steps and confirming the connector was locked in place, after which the agent guided the patient through a full supply change that resolved the issue. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and education with verification of connection technique. Investigation of this case revealed a leaking connector during use that was not reproducible after a new supply change, consistent with an isolated connection integrity or assembly issue within the connector component. It was concluded, based on previously established findings for similar reports, that the cause was user-to-connector interface inconsistency resolved through reassembly and education.